Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. The user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on bus. A field service engineer (fse) identified that the half height (hh) auxiliary 3-1 had failed, and the event log showed multiple failures over the past two days. All connections were reseated, and the hard stop bracket screws on both drawers were tightened. All pockets in the hardware test application (hta) were released and cleaned. The hta was found to be okay. The system was rebooted, and the customer completed inventory. The system functioned as intended after the field service engineer repaired the device.